Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Reportedly, insulin was also observed to be "thick" when drawing into syringe. Customer's blood glucose (bg) ranged from 250-600 mg/dl. Reportedly, the cause for elevated bg level was unknown. A correction bolus via the pump was delivered and manual insulin injections were used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.